Event description:
During a shoulder arthroscopy using a suture needle shuttle sterile, it was reported that the tip of the unit broke and fell into the patient. The surgeon was unable to retrieve the broken tip as he could not find the piece.

Manufacturer narrative:
Device evaluation: one suture shuttle needle was returned for evaluation. Visual examination confirmed the reported complaint of the needle tip breakage. The needle has broken at the suture pick-up slot. Proximal to the break there is visible signs of material galling. The remaining portion of the needle was inspected dimensionally and found to meet print requirements. Due to these observations no root cause related to the manufacturing process can be established. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture. No further investigation is warranted at this time. (B)(4).